Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in signal loss to the ilet while blood glucose readings remained unaffected. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in therapy and no medical intervention or hospitalization. User support included remote troubleshooting and user education, including toggling connectivity settings, restarting the ilet, and advising a pairing window to allow reconnection. Investigation of this case revealed a communication disruption limited to the wireless connection between the cgm and the ilet, with the ilet and sensor otherwise functioning as designed once standard reconnection steps were taken. It was concluded, based on previously established findings for similar reports, that the cause was intermittent bluetooth communication interference or pairing disruption, resolved through standard reconnection procedures.